Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm. The customer blood glucose level was 270 mg/dl at the time of incident and the current blood glucose level was 207 mg/dl. The customer stated that the troubleshooting was performed. The customer stated that the drive support cap was normal. The device will be returned for the analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify e70 alarm due to motor error alarms.